Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during the bisection period of the procedure it was noticed that the device was taking longer than usual to cut and cauterize the tissue. Several different troubleshooting methods were tried to include changing the extension cable, then another power supply and adapter. None of this seemed to fix the issue. Harvester was able to complete procedure with the initial device, however it took longer due to slow cutting and cauterization. Harvester did a wet raytec test of device prior to using. There was a short delay in procedure during the troubleshooting of issue period. No patient injury or harm.